Event description:
The customer reported to olympus, the evis exera iii video system center had error code e311, couldn't white balance. The issue was found during preparation for use. There was no patient involvement. Though the procedure was delayed for three hours as the physician had to wait for other gastrointestinal (gi) room, there was no reports of user/patient harm or injury due to the device malfunction or the delay of procedure. As reported, the intended procedure was completed using a different device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found that there was no image with 180 scopes due to faulty patient board set. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that there was no image with 180 scopes due to faulty patient board set. It also found that the software version was too old. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set/patient circuit board could not be identified olympus will continue to monitor field performance for this device.